Event description:
During follow-up, increased pacing impedance and loss of capture were observed on the right ventricular lead in bipolar mode. It was observed the device automatically switched programming from bipolar to unipolar mode to resolve the event. The patient was in stable condition.